Manufacturer narrative:
Exemption number: e2015015.

Event description:
(B)(4). The dentist reported that 7 months after two dental implants were installed in intraoral regions #24 and #25 it was verified their non-osseointegration. Twenty (20) ncm of primary stability was achieved and immediate load was not performed. The patient presented bone type ii.